Event description:
Second embolization performed 7 mos after event date. Severe pain commenced 24 hours later. Admitted to hosp for tx with antibiotics. Experiencing severe weakness, anemia, intermittent and severe pelvic pain, and increased urinary frequency. Continuing vaginal pain, diarrhea, and abdominal cramps. Still unable to return to work fearing long-term disability.